Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the reported issue and observed multiple fault codes and electrical fault codes in the log files. The stm replaced the executive processor board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during power-up, the cardiosave intra-aortic balloon pump (iabp) experienced an internal communication failure. There was no patient involvement and no adverse event was reported.